Event description:
It was reported that the patient was transferred to clinic due to their right ventricular (rv) lead exhibiting a failure to capture and an impedance out of range. The patient's rv lead was explanted and successfully replaced. The patient was stable.